Event description:
Complainant alleged that during a biomed testing the device displayed a "defib fault 78" message. Complainant indicated that there was no pt involvement in the reported malfunction.